Manufacturer narrative:
Testing of actual/suspected device(10/114) a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse arrived onsite and verified the unit failing the pneumatic interface module tests. The unit also failed membrane pressure test during the inspection. Fse replaced the pneumatic module assembly. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) failed leak test. There was no patient involvement, thus there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse arrived onsite and verified the unit failing the pneumatic interface module tests. The unit also failed membrane pressure test during the inspection. Fse replaced the pneumatic module assy, rohs (0997-00-1178). The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
N/a.

Manufacturer narrative:
The full name of the initial reporter in is (B)(6). Type of investigation not yet determined: a service call was dispatched to a getinge field service engineer (fse) to evaluate this unit. The fse is awaiting parts delivery before going on site. A supplemental report will be submitted upon receipt of additional information or completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed leak test. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.